Event description:
Using the covidien endostitch with a 2-0 surgidac suture to place mesh within the pt's abdomen. When pulling device out the suture stayed within the tissue and mesh inside the pt. Surgeon did not retrieve stating to explore and remove suture would cause more harm to pt then leaving the needle alone.